Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) with the homechoice machine during dwell 3. The patient states an unused line clamp was left open. The home patient (hp) will finish therapy with manual exchanges. The technical service representative advised the hp to notify the nurse of the alarm. Baxter product surveillance contacted the nurse on (B)(6) 2010 regarding the alarm. The nurse stated that the patient has resumed therapy and is doing just fine. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded. This medwatch was initially attempted to submit on (B)(6) 2010, however, since the esg was not operational due to a power outage, this medwatch is being resubmitting on (B)(6) 2010.